Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins had not functioned/worked for over 6 months and the patient hadn't charged it for 6 months. The patient reported that the device was showing that the ins was still on and the ins still had a full charge. The patient had an x-ray of their lower spine and they could see the "chip board" inside the device "sitting cockeyed". The patient reported they believed the ins had malfunctioned and didn't believe it was a programming issue because they had been reprogrammed multiple times. A request was made to have a manufacturer representative (rep) present at their (B)(6) 2019 doctor's appointment to check the device. It was noted the (B)(6) appointment was to discuss having the ins removed. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient. It was reported that the circuit board on the patient¿s implantable neurostimulator (ins) appeared tilted. An x-ray was performed and the image was compared to a stock x-ray image of an in-house ins. It was reviewed that no abnormalities were seen in the patient¿s x-ray image. No further complications were reported or anticipated.